Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted once the plant has completed their evaluation.

Event description:
A peritoneal dialysis (pd) patient reported during treatment the cycler alarmed for air detected in cassette. Technical support advised the patient to discontinue treatment and re-setup with new supplies. When the patient was breaking down the supplies from the treatment, the patient found fluid leaking down the inside of the pump module. The set was not made available for evaluation. During follow-up the patient stated she felt fine and her effluent has remained clear.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.